Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the log files. The controller event log files contained approximately 12 days of data combined (22dec2022 ¿ 03jan2023 per the timestamp). A controller fault alarm associated with a boost over voltage fault activated on 31dec2022 at 8:34:29. The controller fault alarm persisted through the remainder of the log file until the driveline was disconnected on 31dec2022 at 8:54:40 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The controller was functionally tested and passed without any issues. The controller operated in a mock circulatory loop and no atypical alarms were observed. Although the controller fault alarm was not reproduced during testing, the alarm could not be correlated to the reported pump stops. Log files associated with the patient¿s new controller were analyzed and the controller fault alarm did not active again while the new controller was in use. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 06may2022. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the replace system controller, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller, system controller power cables. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a system controller fault, prompting an exchange. Log file review found that the issue was caused by electrostatic discharge (esd) events where the controller shuts down the pump for several seconds and restarts. There did not appear to be any issue with the controller that was removed. It is unknown if the system controller exchange resolved the controller fault alarm. Further investigation revealed that the patient was using a specialty bed that was believed to be the cause of the pump resets as it was the only equipment that had changed in the patient's room prior to the start of esd events. The patient was returned to a normal intensive care unit (ICU) bed and surveillance log files would be sent to monitor for further esd events. Additional log file review on (B)(6) 2023 confirmed that there had been no further esd events since (B)(6) 2023 when the specialty bed was removed from the patient's room. Healthcare providers were certain the bed was the source of the esd events.